Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during manual prime. The customer's blood glucose level was 200 mg/dl. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, minor scratches on display window, cracked battery tube threads, broken reservoir tube lip, cracked reservoir tube. The insulin pump alarmed during basic occlusion test due to loose/protruded drive support disk.